Manufacturer narrative:
The reported incident that 2.3x11mm locking screws,cross-pin,self-t was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by incorrect insertion. The screw was inserted incorrectly grazing with another equipment. Therefore the locking thread was damaged, it was peeled off, therefore the screw could not lock with the plate. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during primary surgery the head of the locking screw unraveled. The surgeon took out the locking screw and put a new one.

Event description:
It was reported that during primary surgery the head of the locking screw unraveled. The surgeon took out the locking screw and put a new one.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.